Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door latch. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a service technician as part of preventative maintenance. Visual inspection identified the damaged door latch. The cause of the damaged door latch was undetermined. To correct the condition, the door latch was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.